Event description:
Patient stated that 3 weeks ago he was traveling when he received a call from his doctor regarding his pacemaker. The doctor told him to come to the office so he could turn off the key feature for safety reasons. He told him if it is not turned off, he could die. Once the sensor turned off, the pacemaker stopped working properly. Patient said since the sensor is turned off, even he is doing strenuous activities his heart rate does not go up. He contacted the physician for the second adjustment which did not make any difference as far as performances. Patient said two weeks ago he contacted boston scientific to ask them to change his pacemaker to a better version which did not have this kind of issues. First time they told him to go to his physician. When he contacted them the second time, they told him someone would call him back. Patient stated that he never heard from them to date.